Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the varus deformity is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 11/22/2022 that a sign im nail implanted to repair a fracture was replaced due to varus deformity. The im nail was replaced with a 10mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "the patient had external rotation and varus deformity, and bigger size nail was used for revision".